Event description:
While moving the stretcher from the bed position into the load position the stretcher went into the fold position. The emt's have back injuries due to the stretcher folding. No information received on injuries to the patient.

Manufacturer narrative:
This incident is being reported due to the initial report of injuries to emt's. Requested additional information but have not been able to obtain information on injuries nor the incident other than what was obtained at the time of the initial report.